Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the device. Abbott technical support was contacted, the session records were reviewed, and the noise was suspected to be due to electromagnetic interference (emi). The device was reprogrammed to resolve the event. The patient was in stable condition.